Manufacturer narrative:
(B)(6).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 185 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity and other spasticity. On 20-oct-2017 it was reported that the patient presented to the facility on (B)(6) 2017. The patient was lethargic, nonresponsive, and admitted to the hospital. A CT scan and infectious workup were done and there was no clear cause for the patient¿s symptoms. The patient was still in this state at the time of the report. The reporter wanted a local representative contacted to read the pump and possibly assist with troubleshooting. The reporting hcp was not the patient¿s normal pump managing physician. When asked who was, the hcp stated that it ¿was complicated and ultimately unknown¿. The patient had not been seen/filled since (B)(6) of this year. The reporting hcp was not aware of the patient taking oral meds. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Device code (B)(4) is no longer applicable for this event . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 01-nov-2017 from the physician who was initially treating the patient. He stated that he only treated the patient for one day before the patient was transferred to another hospital two weeks ago. As far as he knew, the patient was still there. The cause for the patient's symptoms was unknown; however, he was leaning toward the cause being a baclofen pump malfunction. Per the physician, stroke had been ruled out and diagnostics had been performed for a seizure and infection. The healthcare professional treating the patient at the other hospital was unknown. The physician had no further information and no further complications have been reported as a result of this event.

Manufacturer narrative:
Device code (B)(4); patient codes (B)(4) are no longer applicable for this event. Review of this MDR and the additional information received determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 07-dec-2017 and it was reported that on 19-oct-2017, the patient was noted to be dehydrated with lactic acidosis, elevated troponin, acute kidney injury, and an unspecified leukocytosis. On (B)(6)2017, the patient presented to the reporting hospital with a change in mental status. An initial evaluation at an outside hospital revealed an elevated inr (international normalized ratio) of 9. This was corrected with administration of vitamin k. On unspecified dates, the patient underwent 2 CT (computed tomography) scans of her brain and was found to have no hemorrhage. Initial hypernatremia was corrected with d5 (dextrose 5%) infusion. A urinalysis revealed pyuria and the patient was started on ceftriaxone for a suspected urinary tract infection. Cardiology was consulted for non st segment elevation myocardial infarction (nstemi) with mildly elevated troponin and it was determined that this was likely chronic and secondary to the patient's underlying cardiomyopathy and not due to acute coronary syndrome. Interrogation of the patient's pump showed it was functioning normally. The patient's mother confirmed the patient was less responsive than her baseline. On (B)(6)2017, the patient was noted to have acute encephalopathy that was likely secondary to a uti (urinary tract infection). On an unspecified date, the patient developed right lower extremity swelling and erythema in her foot. An ultrasound of the right lower extremity ruled out a dvt (deep vein thrombosis) and she was treated with oral keflex (cephalexin) 500 mg three times daily through (B)(6)2017 for possible cellulitis. During the hospitalization, electrolyte abnormalities, including hypokalemia, were monitored and replaced with appropriate limitations. The patient's long acting insulin (lantus) was decreased to 8 units once daily due to borderline low blood sugars while the patient was hospitalized. Speech therapy was consulted for assistance with diet modification. On (B)(6)2017, the events of complications with type 1 diabetes mellitus, unspecified leukocytosis, acute kidney injury, elevated troponin, dehydration, lactic acidosis and acute encephalopathy were considered resolved. Case management was c consulted for assistance with discharge planning and on (B)(6)2017 the patient was discharged to a skilled nursing facility. The patient¿s discharge diagnosis was reported as encephalopathy and decreased level of consciousness likely secondary to a urinary tract I infection, right lower extremity cellulitis, supratherapeutic inr, hypernatremia, hypokalemia, possible urinary tract infection treated with antibiotics, nstemi secondary to underlying hypertrophic cardiomyopathy, metabolic acidosis and dehydration secondary to poor oral intake from encephalopathy. As of (B)(6)2017, the patient was scheduled for an appointment with a pain clinic on (B)(6)2017. Per this reporter, the events were assessed as not related to intrathecal baclofen therapy. No additional information was provided. No further complications were reported/anticipated.